Event description:
Patient had a two-lumen handsfree catheter placed through an existing introducer. Attempted to run y site of vaso and heparin through one of these new lumens. Both pumps had downstream occlusion alarms. Flushed lumen through the onelink with 10cc ns and it flushed easily. When attached the y site, downstream occlusion occurred. Pumps worked correctly when the onelink was removed.this facility has had multiple similar problems with the one-link device. Staff repeatedly have confirmed that the lines in these cases are open/functioning and that pumps are functioning. When the one-link is in place, the line will not flush or the pump will alarm. When the device is removed, the infusion/flush is given without difficulty.